Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchscreen printed circuit board (pcb). The customer reported to have replaced the touchscreen pcb and all tests passed. Covidien was not authorized to service the device.

Event description:
It was reported that, the touchscreen on an 840 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.